Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided to rayner states that a lump of plastic was present in the loading bay which prevented the injector flaps from closing.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Following detection of the lump of plastic in the loading bay, the healthcare facility discontinued use of the device. The r-inj-04 injector was not in contact with the patient at any time during the surgical procedure. The healthcare professional has confirmed that the procedure was able to be concluded satisfactorily with a back-up injector in the original planned surgery session. Our device analysis confirms the event as reported and concludes that the lump of plastic is not part of the injector moulding and has not occurred as a result of an assembly problem. The plastic has not migrated to the fixed flap from any other part of the injector. The lump of plastic is anticipated to have become stuck to the fixed flap following completion of the production process. The exact origin of the plastic is unknown. Our review of production records for the r-inj-04 injector batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All raw materials/components used to manufacture this injector batch met all specification criteria. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 batch (B)(4).